Event description:
It was reported that during an unknown procedure the clamp could not be used because the sidebar was not working. The clamp was not functional, it was necessary to change the clamp and the procedure was then able to resume without any problems for the patient.

Manufacturer narrative:
(B)(4). Date sent 11/10/2025. D4 batch #260d51. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 260d51, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished gcs40g, with lot/batch number c9ez6l, and no non-conformances were identified additional information was requested, and the following was obtained: did the tissue retaining pin lock into the correct position? Was the pin placed (manually or automatic)? Or, was the device difficult to close? Was this the first firing of the device with the original cartridge or was the device reloaded? If reloaded, what is the users experience with reloading the device? Was the pin placed (manually or automatic)? When was the retaining cap removed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The pin could not lock manually as usual. I have been using the clamp for at least 15 years on a regular basis and this is the first time I have encountered a problem of this type. The cartridge is the original, because in chartres we have no replacement. No serious consequences for the patient.